Event description:
It was reported that the device worked flawlessly. The patient went home and a week later, the patient lost a lot of blood out of his rectum and was placed back in the hospital. The patient was taken to surgery and stitches were put in to ligate the problem. There was no other patient complications.

Manufacturer narrative:
Information is unavailable, device was not returned for evaluation.